Event description:
Guidant was notified on 1/25/2001 on a clinical trial patient that came in for their 36 month follow-up. Pt did not complain of any pain or discomfort. During the follow-up procedure, a hook break of the superior attachment site was detected from a posterior-anterior abdominal view x-ray. A CT and ultrasound were performed. The results did not show any migration of the graft in any direction. There was no perigraft flow observed into the aneurysm. The CT scan showed that the aneurysm grew minimally in size and still was encompassed by the graft. The physician decided not to perform any interventions since there were no functional problems. No endoleak and no pt discomfort observed.

Event description:
On 1/2001 a notification was rec'd from a clinical site. A clinical study investigator had identified a possible singular hook fracture of the superior attachment system in an endograft, implanted in a clinical trial pt, as evidenced by x-ray exam at 36 months post implant. On 2/2001, a core laboratory notification was rec'd confirming this singular hook fracture. This notification indicates no perigraft flow on either CT or ultrasound; migration was indeterminate on the 36 months CT due to the 7.5 mm slice thickness. At 36 months, the aneurysm diameter was decreasing relative to size at discharge and stable relative to size at 24 months (it measursed 2.7 mm more than at 24 months). At discharge, 3, 6, 12, 24 and 36 months post implant there was no perigraft flow indicated on the CT's. For discharge and 3 months the ultrasound was indeterminate. And for 6, 12, 24, and 36 months the ultrasound did not detect any perifgraft flow. No migration of the endograft was detected by the core lab at 3, 6, 12, and 24 months post implant. At 3 and 6 months post implant, the core lab measured the aneurysm as stable (decreasing, but less than 5 mm) relative to the aneurysm diameter at discharge. At 12, 24, and 36 months post implant, the core lab measured the aneurysm diameter as decreasing (<5mm) relative to the aneurysm diameter at discharge; at 36 months, the aneurysm diameter as decreasing relative to size at discharge and stable relative to size at 24 months (it measured 2.7mm more than at 24 months). The observed product problem did not cause any pt complication or adverse clinical sequel nor did it cause or contribute to a death or serious injury. The likelihood of the problem causing or contributing to a death or serious injury if it was to recur is not known at this time.